Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1705282p; medical device expiration date: 2022-04-30; device manufacture date: 2017-05-25. Medical device lot #: 1709211; medical device expiration date:2022-08-31; device manufacture date: 2017-10-03. Medical device lot #:1708211; medical device expiration date: 2022-07-31; device manufacture date: 2017-08-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd plastipak¿ 30ml luer-lock syringe, foreign matter was found as plastic particles were reported in the syringe. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Bd has received 2 used samples of 30ll filled with drug, three open empty blisters one per lot 1705282p, 1709211, 1708211, and 1 picture. On visual inspection of the picture and 2 samples received, it can be observed a plastic particle inside the syringes. On inspection at 10x it can be confirmed these particles are polypropylene. DHR of the 3 lots have been reviewed. No annotation or deviation was found regarding the alleged defect. Conclusion - the polypropylene particle came from molding and transport processes. This manufacturing line has a blowing system in the assembly station to reduce the foreign matter inside the barrels.